Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer was calling back with blank display after receiving new battery cap. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer remove the battery and states insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. (B)(4).